Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor that did not pair with the ilet, and the ilet displayed pairing failed alerts; the user then toggled cgm sensors in the ilet, restarted the sensor, and rescanned, after which a warmup countdown was displayed, indicating pairing proceeded. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education, review of device alerts, and guided re-pairing steps. Investigation of this case revealed a resolved pairing failure related to cgm communication that was corrected through standard pairing and warmup procedures. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient connection issue.